Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to the electrode array not being inserted into the cochlea. The patient was reimplanted with another cochlear device during the same surgery.